Event description:
Case description: investigation results: novopen 4; batch number: hvgl469. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Mixtard 30 penfill; batch number : unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: is non-reportable changed to "no". Malfunction changed to "no". Investigation results updated for mixtard 30 and novopen 4. Expected date of follow up report removed, further investigation added, final report. Ticked in EU/ca tab. Imdrf codes updated in device addendum. Narrative updated accordingly. Final manufacturer's comment: 09-apr-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novo-pen 4. Patient's underlying medical condition of diabetes mellitus is a significant risk factor for the development of coma. H3 continued: evaluation summary. Novopen 4; batch number: hvgl469. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) np4 pen fill holder was broken [device breakage]. Case description: study ID: (B)(6)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight, and body mass index (bmi) were not reported. This serious solicited report from egypt was reported by a consumer as "np4 pen fill holder was broken(device breakage)" with an unspecified onset date , "coma(coma)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "diabetes", current condition: diabetes (type and duration not reported). On an unknown date, patient suffered from coma due to issue at novopen 4 (pen fill holder was broken) using mixtard pen fills. Patient replaced the np4 because pen fill holder was broken. Batch numbers: novopen 4: hvgl469. Mixtard 30 hm penfill: requested. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "np4 pen fill holder was broken (device breakage)" was not reported. The outcome for the event "coma(coma)" was not reported. Reporter's causality (novopen 4) - np4 pen fill holder was broken (device breakage): unknown coma(coma): possible company's causality (novopen 4) - np4 pen fill holder was broken (device breakage): possible coma(coma): unlikely. Reporter's causality (mixtard 30 hm penfill) - np4 pen fill holder was broken (device breakage): unknown coma(coma): unknown. Company's causality (mixtard 30 hm penfill) - np4 pen fill holder was broken (device breakage): possible coma(coma): unlikely. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: preliminary manufacturer's comment: (B)(6)2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Company comment: coma is assessed as unlisted event according to the novo nordisk current ccds in mix-tard 30 hm penfill. Relevant information on medical history, definitive diagnosis, treatment given, suspect product treatment details, action taken and outcome of the event are unavailable for complete causality assessment. Considering that patient is suffering from diabetes melli-tus, broken device may not administer the dialled dose, leading to hyperglycaemia and diabetic coma. Investigation results of faulty device and suspect product is required for complete evaluation. Considering the nature of event and safety profile of mixtard 30 penfill, causality is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill.